Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for the moderately calcified and moderately tortuous lesion in the proximal left anterior descending artery (lad) and diagonal branch. An asahi sion blue guide wire was advanced to the lad and another sion blue guide wire was advanced to the diagonal branch. After balloon inflation and stenting in the ostial diagonal branch into the lad, post-dilation of the ostial diagonal branch was performed and a plaque was then shifted to the lad. A stent was placed in the lad (the proximal edge of the stent slightly overlapping the ostial diagonal branch) and post-dilation was then performed. After final angiography, the sion blue guide wire in the lad was removed without incidents. When the sion blue guide wire in the diagonal branch was removed, the wire tip was found separated. A microcatheter was advanced over the unraveled sion blue guide wire and the sion blue guide wire was pulled out together with the microcatheter as a unit. The sion blue guide wire was withdrawn in its entirety. No wire fragments were left in the patient anatomy. It was informed that there were no adverse effects and the patient was discharged as usual.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). The reported sion blue guide wire was returned for evaluation. The outer coil of the returned sion blue guide wire was found elongated for approximately 150mm from the distal mid solder (set at 20mm from the tip to fix the outer coil onto the inner coil). The distal ball tip was confirmed, indicating that the outer coil was not fractured. At approximately 13mm distal from the distal mid solder, the distal segment of the fractured core wire was found coming out of the distal end of the inner coil. The fracture end of the core wire had a flat fracture surface, indicating that torsion might have been applied on it. Traces of solder were found attached on the distal end of the inner coil, indicating that the inner coil remained in one piece. Microscopic observation of the distal segment of the returned sion blue guide wire found that the twist wire and core wire were fractured at approximately 7mm from the tip. Each fracture end of the twist wire and the core wire had a flat fracture surface, indicating that torsion might have been applied on it. Measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion might have been applied on the tip of the subject sion blue guide wire due to anatomical and lesion conditions while the wire tip was trapped by the lesion. Consequently, the core wire and the twist wire were fractured. Although it was concluded that the reported event was not attributed to the product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.